Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8780 serial# (B)(4) implanted: (B)(6) 2016 : product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine and bupivacaine at an unknown concentrations and dosages via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that a catheter event had been confirmed. The representative was in the middle of a catheter revision case and called to confirm the catheter volume of the piece that was revised. The catheter had migrated out of the intrathecal space. The representative had no time to answer further questions or give history. The patient had a loss of pain relief. After imaging the spine, the hcp could see that the catheter had become dislodged and needed replacement. It was stated that the catheter had become dislodged from the intrathecal space and was coiled up in the epidural space. The diagnostics/troubleshooting performed were stated as imaging was performed and it was determined that the catheter had left the intrathecal space. The date of the catheter revision was (B)(6) 2017. It was stated that there was a partial explant. The issue was stated as resolved at the time of the report and the patient status was alive with no injury. The patient weight and medical history were asked, but unknown. There were no environmental, external, or patient factors that may have led or contributed to the issue. The event date was asked, but unknown. There were no further complications reported.